Event description:
Boston scientific received information that the patient was presented with intermittent loss of capture (loc) lasting approximately one minute while at 7.5v@0.5ms. The patient would reportedly pass out when sitting upright. The physician saw noise on the right atrial (ra) lead causing atrial inhibition of 800ms. Technical services reviewed and discussed that the pacing in the atrium was inhibited due to the v-a time not timing out to cause pacing. A chest xray was performed and the leads were appropriately positioned in the device header. A revision procedure was performed. Under magnified fluoroscopy, a microfracture was observed on the right ventricular (rv) lead, under the left clavicle. The physician attempted to pass a wire and discovered that the vessel had been dissected. The physician elected to surgically abandon the ra and rv leads and leaving the device outside of the body. A temporary vvi pacing lead was inserted through the groin and a right sided permanent implant was scheduled. The patient was deprived from a/v synchrony for 48 hours, however, experienced minimal adverse effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.